Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the volume discrepancy was first noticed on (B)(6) 2017. The symptoms were related to the reported volume discrepancy. The pump was replaced on (B)(6) 2017 and sent to pathology. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for intractable spasticity and head/brain injury. It was reported that the patient's last pump had a volume discrepancy and they were pulling out 2-3 ccs more than they should. They decided to replace the entire system. The pump was returned to the manufacturer for analysis; the patient was wondering what had happened with the analysis. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Correction was made to the description of the event to link the malfunction and serious injury to non-serious symptoms previously reported to the manufacturer. Possibility of the correlation between the submitted malfunction and serious injury to the non-serious symptoms warranted inclusion of this additional information. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s spasticity had returned again with every drug increase. It was noted that the patient¿s healthcare professional (hcp) and manufacturer¿s representative could not figure out why. It was reported that the patient could ¿life his legs on his own¿. It was noted that the hcp had been increasing the patient¿s drug 20% per week since implant. It was reported that the spasticity is back again and seemed to get worse with every dose increase. It was noted that the patient had to use weights on their feet when they would shower and that their feet were ¿starting to turn in¿. It was reported that the patient could not lift their leg any longer like they could post implant. It was noted that the patient¿s pump was used to infuse baclofen. Additional information later reported following the new pump and the catheter was implanted the patient was initially getting great relief at 275ug/d but soon after the dose had to be escalated up to 1500ug/d with limited relief. The dose was now back to what it was prior to the pump/catheter replacement. Another dye study was done as well. The reporter was also wondering about catheter encapsulation or if the drug was somehow getting blocked. The reporter also inquired about a drug holiday. Additional information received reported that the patient had great relief at lower doses, but had to keep increasing up to 1500mcg/day. It was noted that the patient was a gunshot wound victim and had a brain injury as a result. The catheter tip placement was fairly high. The reporter was inquiring about drug holidays, information that tip becomes encapsulated, and ¿something that shows loss of efficacy¿.